Event description:
Reported as a leak. "There was no restriction to the band. The band balloon came loose from the device, and it was explanted."

Manufacturer narrative:
Medwatch sent to FDA on: 16 may 2008. The connector port associated with this report was not returned with the lap-band system. Based upon the lap-band adjustable gastric banding system vg, which was only released with the taper ii, the connector type is assumed to be a taper ii. The reporter of the event was asked to provide the serial number. Analysis of the returned device noted a void in the adhesion of the shell to the band's outer surface. Analysis did not yield definitive results as to the cause of the aneurism. Another breakage was noted in the band tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Device labeling instructs surgeons to "inspect the inflatable portion of the band for uneven inflation or leaks" prior to product placement. A possible cause of the event includes over inflation of the band with sterile saline. The exact cause of the event cannot be determined.